Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(6), batch: 23182471.

Event description:
It was reported that the patient was experiencing insufficient pain coverage and unwanted stimulation. The patient underwent full spinal cord stimulator (scs) explant procedure. The explanted devices will not be returned as they were kept by the facility. The patient was doing well postoperatively.